Manufacturer narrative:
A1: the full patient identifier is case-(B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: system performance indicators such as system check, calibration and quality control were not provided for review. The customer reported receiving sample probe motion errors on 30jul2023. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse serviced the instrument including dispense probes and aspirate probes. After instrument maintenance, no further alarms were reported. The fse was not able to complete the systematic verification of the analyzer because the customer indicated they urgently needed to test patient samples. The customer was made aware the system must be inspected and verified after maintenance and advised the customer if the verification is not performed, the customer should approve and sign accepting this risk. The customer proceeded to accept this information and signed without the system verification being performed. After the fse was no longer onsite, the customer later reported obtaining erroneously elevated hstni patient results. The fse checked the instrument with the customer via video call and found two dispense probes has been installed in the wrong position during maintenance. After guiding the customer to reseat the tubing and probes, quality control passed within specifications. The customer retested the questioned results and the results returned to normal. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. The two dispense probes were installed in the wrong position during maintenance.

Event description:
On 30jul2023 the customer reported obtaining erroneously elevated troponin I (access high sensitivity troponin I, part number b52699, lot number not provided) patient results involving the laboratory's access 2 immunoassay analyzer (serial number (B)(6)). The customer reported on 03aug2023 to the beckman coulter laboratory solution specialist (lss) that one patient undergone a dsa (digital subtraction angiography) scan for further diagnosis due to the patient's test results and clinical symptoms. The initial hstni result for this patient was false elevated at 5.4 ng/ml. This patient had symptoms of chest distress, breath shortness and also had elevated ck and ck-mb results. The patient¿s dsa scan result was normal and upon repeat the hstnl result was also normal. System performance indicators such as system check, calibration and quality control were not provided for review. The customer reported sample probe motion errors on 30jul2023 and a beckman coulter field service engineer (fse) was dispatched to the customer site. The fse serviced the instrument including dispense probes and aspirate probes. After instrument maintenance, no further alarms were reported. The fse was not able to complete the systematic verification of the analyzer because the customer indicated they urgently needed to test patient samples. The customer was made aware the system must be inspected and verified after maintenance and advised the customer if the verification is not performed, the customer should approve and sign accepting this risk. The customer proceeded to accept this information and signed without the system verification being performed. After the fse was no longer onsite, the customer later reported obtaining erroneously elevated hstni patient results. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned results. The fse checked the instrument with the customer via video call and found two dispense probes has been installed by the customer in the wrong position during maintenance. After guiding the customer to reseat the tubing and probes, quality control passed within specifications. The customer retested the questioned results and the results returned to normal. There were no issues with sample integrity reported by the customer.